Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and insulin flow block alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that they performed self-test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.